Manufacturer narrative:
The user facility stated in a phone conversation that there was no issue with the ventilator itself. The user incorrectly attached the disposable pt circuit to the ventilator. It is possible to attach the hose to the connection port that is supposed to go to the pt mask or et tube, however, in order for the user to assemble the pt circuit as stated, they had to use an adaptor (not supplied with the pt circuit) from the pt valve to the et tube. All labeling and instructions for use included with both the pt circuit and the ventilatlor were reviewed. The pt valve does have an arrow with "pt" under it indicating the direction of flow to the pt connection. The pt circuit configuration is shown on the insert that is included with each pt circuit, p/n 31240b5, and in the operations manual pgs 19 and 20. A warning is included in the manual as follows: "to avoid harm to the pt, pre-use checks must be performed (see secton 3(a) and 3 (b) points #1 to #8 inclusive) before each use." If the user performed the pre-use checks, when checking for flow from the port they used to attach to the et tube by placing the port close to the back of their hand or face (step 5-pre-use checks), they should have noticed no flow coming from the port. In light of this incident, the lableing will be further reviewed to determine whether any improvements can be made to the labeling to address the user facility's concerns.